Event description:
It was reported that during a laparoscopic hysterectomy procedure, it was found that the balloon burst before using the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the issue occur pre-operative or intra-operative? Pre-operative. Was this the initial use of the device? Yes. How long has the surgeon been using this device? No information. What other devices were used in conjunction with the device? No information. Was the sales rep present during the event? No.

Manufacturer narrative:
(B)(4). The device returned had a cut in the balloon. The balloon can be easily compromised if it comes in contact with a sharp object or packaging material. The device cannot function with a cut in the balloon. The lot record was reviewed and no anomalies were noted during the manufacturing process.